Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas during a pancreatic cyst drainage procedure performed on (B)(6) 2025. During the procedure, the final step of deploying axios was performed, but the flange on the gastric side remained retracted into the delivery device and could not be exposed completely. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas during a pancreatic cyst drainage procedure performed on (B)(6) 2025. During the procedure, the final step of deploying axios was performed, but the flange on the gastric side remained retracted into the delivery device and could not be exposed completely. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on may 01, 2025: it was reported that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a pancreatic pseudocyst.

Manufacturer narrative:
Block b5 has been updated with the additional information. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.